Event description:
On (B)(6) 2026, a company representative - service personnel contacted technical service to report that affinity 4 bed frame (product code p3700d000001, serial number (B)(6), had head will automatically raise. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technical support found the control board and head motor needed to be replaced. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The affinity 4 birthing bed requires an effective maintenance program. We recommend that you do annual preventive maintenance (pm) for joint commission certification. Pm not only meets joint commission requirements but can help make sure of a long, operative life for the affinity 4 birthing bed. Two effective ways to reduce downtime and make sure the patient remains comfortable are to keep accurate records and maintain the affinity 4 birthing bed. Check the switches in the side rails to ensure they are functioning correctly. Also check for intermittent operation. A replacement head motor was sent to the customer. Based on this information, no further actions are required at this time.